Manufacturer narrative:
The system history shows that the laser was verified successfully prior the day of treatment/event. The applanation was insufficient. It can be confirmed that the meniscus is inside the desired area of the flap cut. This results in an incomplete cut with probably an oval appearance. All applied settings are within the recommended limits. An influence of the laser system can be excluded to the greatest possible extent. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A clinical director reported that during creation of the lasik flap in the left eye, there was an area that was not treated. Per the reporter, the untreated area may have been caused by a tear in the meniscus, within the cone/applanation area, and the laser cut an oval flap, instead of the circular, 9 millimeter diameter intended. Nevertheless, the surgeon was still able to lift the flap and completed the treatment. No further information is expected.